Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been filled with 300 units of insulin. A new cartridge was successfully loaded onto the pump to address the alarm. Tandem technical support advised the customer against overfilling cartridges. There was no reported adverse impact to the customer's blood glucose level.